Event description:
It was reported that during an infusion (medication, rate, parameters unk) a device alarmed for upstream occlusion when no occlusion was present. It was also reported there was no injury to the pt.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.